Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade IV. Additional, changed, and/or corrected data: a.2., d.1., d.2a., d.2b., d.4., d.6a., d.6b., g.2., h.4., h.6., h.11.

Event description:
Patient reported "capsular contracture baker grade unknown". Later healthcare professional reported capsular contracture baker grade IV". This record is for the right side. Device was explanted and replaced with non-abbvie.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "capsular contracture baker grade unknown". This record is for the left side. Device remains implanted.